Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Technical support assisted the caller with resetting the pump and provided instructions. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.